Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered an additional correction bolus of 6 units and blood glucose (bg) lowered to 43 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.